Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was moderately tortuous, had no calcification with a 99% stenosis. After pre-dilatation using a 2.0 x 15 mm voyager, another company's balloon catheter was unable to cross the lesion when an attempt was made to deliver. A balloon rupture was noted at the first inflation at 6 atm when additional inflation was attempted using the 2.5 x 15 mm voyager. The guiding catheter was changed and the procedure was completed using another company's balloon catheter. No pt injury was reported. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the inflation lumen and in the balloon. The balloon had loose folds. There were no kinks noted to the inner member or the tip. There was a kink in the proximal hypotube shaft 16 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. A new indeflator filled with water, was used in an attempt to pressurize the balloon, fluid would not advance due to the dried contrast. Left pressurized overnight. The contrast dissolved and the balloon inflated. There was a pinhole in the middle portion of the balloon. There was a scratch on the balloon distal to the pinhole. There was no other damage noted to the balloon catheter. Results: product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.